Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 is being used to capture the reportable event of gold tip detached.

Event description:
It was reported that an injection gold probe was used in the descending colon during a colonoscopy performed on an unknown date. During the insertion, the gold tip came off while inserting through the scope. The gold tip did not detach from the end of the catheter, and nothing fell into the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.